Event description:
Pt reported that she had a mammosite treatment in (B) (6) 2008. In (B) (6) 2009, she had a lumpectomy at the initial incision site and no cancer was found. In (B) (6) 2010, the incision opened and she had swelling, rash, heat, itchiness, and bleeding at the site. She reported she has had "9 needle aspirations to withdraw fluid to make me more comfortable". During f/u on (B) (6) 2010, the pt reported the mammosite balloon was implanted on (B) (6) 2008 and she began radiation treatments (10 treatment, 2 each day for 5 days) on (B) (6) 2008. On (B) (6) 2009, a lumpectomy was done for a "small egg sized lump" which had developed by the scar. "Then a hardness developed between the two scars [with] swelling, sore[ness], and [on] (B) (6) 2010 considerable amount of blood came out of the nipple". Needle aspirations were needed to reduce pain. She reported, she presently has a "0.5 inch opening and a small button 0.5 inches across" which continues to drain. During f/u on (B) (6) 2010, the pt reported she saw her physician today and he reported "the wound is healing rapidly". We have been unable to obtain additional info this event.

Manufacturer narrative:
The device is not being returned; therefore, failure analysis of the compliant device cannot be completed. Lot number of the device not provided by the complainant, therefore, the manufacturer date is not known. Device history record (DHR) review could not be conducted for the device as a lot and serial numbers were not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and mammosite device. If add'l relevant info is received, a supplemental medwatch will be filed. (B) (4)